Event description:
Ref number3008355164-2013-00105.

Manufacturer narrative:
The customer provided photos of the affected device, but little info concerning the event. The plastic sleeve securing the light head to the spring arm was cracked, which can allow the retaining pin to move out of position, enabling the reported detachment. The nanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is not the primary svc provider of these lights; they are maintained by the hospital biomedical staff. Exemption number: (B)(4) maquet medical systems USA submits this report on behalf of the device mfg facility. (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.